Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump settings reset upon changing the battery. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the pump's black box showed no evidence of a time/date reset issue. The returned battery cap was undamaged and able to fit to the pump. The pump performed the prime steps with no issues. The alleged complaint of the pump's settings resetting was not duplicated. The pump's time and date did revert to default when the pump was rebooted.